Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was in the tubing. The infusion set has been in use for 3 days. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.